Event description:
It was reported at implant during defibrillation threshold testing, that the device did not properly detect and therefore the patient had to be shocked externally. The device was sensing appropriately but did not detect the rhythm even though it was well in the detection zone. The device was removed and a new device was implanted which functioned appropriately during testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.